Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database. Europace. 2016;18(9):1391-8. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD). Additional information was obtained through follow up which indicated that the device had inappropriate detections due to sinus tachycardia. The status of the device is unknown. No further information was provided. No patient complications were reported.